Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported localized infections cannot be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient condition could not be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until they ultimately expired on (B)(6) 2021 due to idiopathic cardiomyopathy (reference MFR # 2916596-2021-07125). The heartmate 3 left ventricular assist system instructions for use lists localized infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists localized infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been receiving hospice care for months due to failure to thrive, and sternal wound infection. The infections started in (B)(6) 2021. The infection was not reported to be device-related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.